Event description:
Dr attempted to place stent in lad. Stent did not deploy. The stent remained on the balloon portion of catheter. Dr reinflated the balloon and took the entire guide catheter and 8 fr sheath out as a unit. Stent was removed from the body totally unraveled. Another stent was placed without complication. Procedure: ptca.